Event description:
A physician reported that plunger overshot and did not advance the lens. An alternative lens was requested and the surgery completed successfully. Delay of around 1 minute otherwise no effect on patient. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).